Manufacturer narrative:
Concomitant medical product: 694765 lead implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pacemaker syndrome. Undersensing of p waves, no capture and dislodgement were noted on the right atrial (ra) lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.